Manufacturer narrative:
The cable was returned to tosoh instrument service center for investigation. Visual inspection of the part found the blue wire on the subh end was broken off at the connector. Further examination revealed the same wire damaged further up and the copper was visible. The damage prevented the testing on an aia-900 testbed but it was verified the cable was defective. The field error was unable to be verified due to the condition of the cable.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The fse was unable to reproduce the error; however, found the substrate temperature swinging from too high to too low. The fse found the substrate heater cable to be pinched and broken. The fse replaced the cable. The instrument now has stable temperatures. The fse ran customer prepared quality control (qc) and results were within acceptable range. The instrument was returned to service. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 29nov2019 through aware date (B)(6) 2020. There were two similar complaints identified during the searched period including this event. The aia-900 operator's manual under section 12 flags and error messages states the following: error message: [3033] substrate temp. L-limit error. Cause: the substrate temperature fell below the lower limit (34 degrees celsius). No further operation will take place. An io flag will be attached to the measurement result. Action: check the heater and also the temperature sensor t160. It is necessary to switch the main power on again. The most probable cause of the reported event was due to a broken substrate heater cable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported that they are still having substrate temperature errors. The customer's instrument is down and the site runs category a analytes. The customer rebooted the instrument and it did not resolve the issue. A field service engineer was dispatched to address the reported issue which caused a delay in reporting luteinizing hormone (lh ii), beta human chorionic gonadotropin (bhcg), estradiol (e2) and follicle stimulating hormone (fsh) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional information: h6: clinical code and type of investigation. D9: date.